Manufacturer narrative:
Concomitant medical products: heartmate ii system controller, serial number (B)(4); power module patient cable, lot number 35087360712. Approximate age of device - 1 year and 4 months. The pump remains implanted supporting the patient. The system controller and power module patient cable are expected to be returned for evaluation. The products have not yet been received. The event occurred at (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that during a routine follow-up appointment on (B)(6) 2016, review of the system controller log file data revealed pump stoppages and a driveline disconnect alarm. The patient was admitted and despite replacing the patient¿s power module, patient cable, and system controller, a subsequent single pump stop was identified. No further events occurred when the system controller was connected to battery power. On (B)(6) 2016, the manufacturer¿s technical service representative evaluated the driveline and the reported alarms could not be reproduced. X-rays were reviewed and revealed 2 small areas of concern. An ungrounded power module patient cable was issued to the patient. The patient remained asymptomatic at the time of the events. The patient will be monitored closely. The system controller and patient cable are expected to be returned for evaluation. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. The system controller and the power module patient cable were returned to the manufacturer for evaluation. The log file retrieved from the returned system controller confirmed the reported pump stoppages; however, the alarms were not reproduced during analysis. A root cause for the reported events was unable to be conclusively determined through the analysis of the system controller. An additional log file was provided on 03/04/2016 containing approximately 7 days of data following the exchange of the returned system controller. The pump stopped for approximately 3 seconds before returning to the pump set speed. The returned power module patient cable was functionally tested and operated as intended with the returned system controller. The patient cable was electrically tested and passed specifications. The cable, leads, connectors and strain reliefs on the patient cable were unremarkable and not damaged. A correlation between the reported events and the returned patient cable could not be determined through this investigation. Based on the manufacturer¿s past experience and similar reported events, the captured log file events could be indicative of a potential driveline issue; however, driveline wire damage could not be confirmed because the pump remains in use and is not available for evaluation. The captured alarm events all occurred while the patient was operating on the power module. The patient currently remains on support with the ungrounded power module patient cable with no further issues reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the ungrounded power module patient cable was issued to the patient only as a precaution and that the patient continued to use a grounded power module patient cable when another pump stoppage occurred on (B)(6) 2016. The patient was immediately admitted to the hospital and the grounded power module patient cable was exchanged for an ungrounded power module patient cable. The patient was monitored for 24 hours and due to the absence of any nonstandard alarms, the patient was discharged and remains on the ungrounded power module patient cable. The patient is reportedly doing well without any further complications.